Event description:
It has been reported that during use on a pt simulator, the device did not detect a shockable rhythm. Issue is being reported as, at this time it is unk whether this behavior is associated with a device malfunction.

Manufacturer narrative:
(B)(4). Device evaluation pending. Date of MFR and serial number are not know at this time.